Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the pump and the transmitter regained connection after customer inputted the correct transmitter ID into pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.